Manufacturer narrative:
The insulin passed displacement test, self-test, off no power test, rewind and unexpected error test. Unit alarmed prime alarm during basic occlusion test due to loose/protruded drive support disk. We were unable to perform occlusion test, prime test, excessive no delivery test due to prime alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked case, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was stuck in the fill tubing stage. Blood glucose level at the time of the incident was 7.4 mmol/l. During troubleshooting, customer confirmed that the drive support cap was protruding. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.